Manufacturer narrative:
(B)(4).

Event description:
The international customer reported they are unable to power on the device and a burnt odor was emitted. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service engineer was able to duplicate the reported problem. The manufacturer's service engineer replaced the cpu board and motor controller board. The power supply and power management board were also replaced preventively.